Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that during a system explant procedure on (B)(6) 2022 [related manufacturer reference number:1627487-2022-02083, one of the leads migrated. As a result, the lead was cut and a portion of the lead remained implanted. Additional information indicates the remainder or the lead was eventually removed.

Event description:
Additional information indicates surgical intervention was undertaken on 2 april 2022 wherein the remainder of the lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.